Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings: during investigation, there were reboots observed in black box download. The battery compartment was cracked alongside of pump. Battery cap was stripped. The battery cap unable to maintain an electrical connection, power loss and reboots duplicated. The battery cap contacts were all within specification. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with a test cap with no further power issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.